Event description:
It was reported that the patient received several inappropriate shocks due to noise and oversensing, and that there was high and varying impedance and an apparent lead fracture. The pace/sense portion of the lead was capped, and a previously implanted pace/sense lead was reconnected. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.